Manufacturer narrative:
Received confirmation from the sales rep that this complaint report is a duplicate of a previously submitted complaint and medwatch report. The issue will be handled under complaint# (B)(4), MFR report# 8010762-2017-00319. (B)(4). As per the sales rep this is the same hospital system and equipment and staff are routinely changed, so it¿s not uncommon for equipment that¿s listed for paoli to actually be in use at lankenau.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "arterial stop" occured on the rotaflow device. No known patient involvement or harm and no further information are provided. Internal reference: (B)(4).